Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 35 mmol/l (630 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 5 and 24 hours. The patient was treated with insulin utilizing intravenous therapy and a new pod was applied. The patient was released the following day. The pod was discarded.